Manufacturer narrative:
The report indicates that the electrosurgical pencil in use at the time of the event, is expected to be returned from the site and forwarded for investigation. If the device is returned a follow-up report will be sent.

Event description:
The report stated that while using the device for a tracheotomy, there was fire at the end of endotracheal tube above the bifurcation of the trachea to right main bronchus. This caused a burn of lumen of trachea where a part of membrana mucosa turned white. There was a rough and sooted surface. A broncho-cath left 37fr (125-37) was being used. No tissue was excised, and it was cleaned with saline.